Event description:
It was reported that during the procedure in the left posterior tibial artery via femoral access, pre-dilatation was not performed. During advancement of a 3.0x38 rx xience prime stent system, resistance due to the anatomy was felt, force was applied, and the stent system shaft separated. The device was withdrawn intact and a 2.75x33 xience prime stent was deployed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use states: the xience prime stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.